Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20 may 2024, it was reported that one infusion set cannula was kinked. The set was in use for 3 or more hours after insertion. The infusion set in use for approximately 12 hours and the site was inserted in upper arm. The patient had high blood glucose and was treated with correction bolus via pump and drank water to keep blood glucose levels down. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.